Event description:
Related manufacturer reference number:2017865-2024-71713. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. No intervention was done. The patient was stable.